Manufacturer narrative:
The customer reported that the central nurse's station (cns) intermittently went into comm loss with gz tele devices. No consequence or impact to patients was reported. When the nihon kohden engineer went on-site, the root cause was discovered: the gz's issue was the hospital side wlan configuration called optimized roaming. Wireless > advanced > optimized roaming. If enabled, this feature can cause access points to actively disassociate clients that have a weak connection to the access point. The hospital's it did not have the correct settings. Disabling this feature on the cookeville's cisco wireless controller resolved the issue for the gz tele devices. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical devices: the following devices were being used in conjunction with the cns: gz 520's: no serial numbers were provided. Gz 530's: no serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) intermittently went into comm loss with gz tele devices. No consequence or impact to the patient.

Manufacturer narrative:
Service history for this user facility shows customer reported further comm loss with gz transmitters under ticket (B)(4) on (B)(6) 2019. Under this ticket, the cause was determined to be linked the wlan configuration at this site: optimized roaming. The option caused wireless access points to actively disassociate clients that have a weak connection to the access point. This was a setting parameter administered by hospital's it team. The issue was resolved after disabling this feature. Investigation conclusion: the cause of the issue was determined to be due to a wireless network setting from the hospital's wlan network, not an nk component. It is unknown if there is linkage between the reported power outage reported in (B)(6) 2019. Due to the issue being resolved and not related to nk's device, no CAPA is required. Additional device information: d11 & c2 concomitant medical devices: the following devices were being used in conjunction with the cns: gz 520's: no serial numbers were provided. Gz 530's: no serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) intermittently went into comm loss with gz tele devices. No consequence or impact to the patient.